Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited noise and this right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms. A revision procedure was performed where insulation damage and fractures at the location of the suture sleeve tie down were observed on both leads. Both the ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation were abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Additional information was received that the fractures on the right atrial (ra) and right ventricular (rv) leads were visable on fluoroscopy.